Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.

Event description:
The pt's husband indicated that his wife had a 3.0 x 18mm cypher stent implanted in 2003. He stated that she had a heart attack approximately two years later and the physician noted that she had a blood clot and therefore, performed balloon angioplasty. A year after the heart attack, the pt experienced another thrombotic event and the physician removed the clot. The patient's medication included the following: advair discus, amiodarone, coreg, coumadin, folic acid, nitroderm, plavix, protonix and singulair.